Event description:
On (B)(6) 2009, the pt was implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, the pt presented to the emergency room with lower back pain. A computed tomography revealed a symptomatic rupture and a proximal type I endoleak. Aneurysm growth of approx 2.5 cm was noted. The same day, the pt's gore excluder aaa endoprosthesis were explanted and a surgical bypass graft was implanted. The pt tolerated the procedure. The pt did receive a blood transfusion. The total amount of blood loss is unk. The devices were discarded at the facility.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).